Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia (tampon to be changed every hour)') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anaesthesia (essure insertion) on (B)(6) 2014, obesity, multigravida (5) and parity 4. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), sleep disorder ("sleep problem"), choking sensation ("choking at night"), dysgeusia ("a metallic taste in the throat"), arthropathy ("joint problems: in the morning when I wake up I can no longer walk"), fall ("fall very often"), arthralgia ("joint pain in the fingers"), pain in extremity ("pain under the feet"), external ear pain ("pain in the ear canal"), asthenia ("ashenia"), tooth fracture ("dental problems: tooth crumbling"), tooth loss ("tooth loss problem"), depression ("depression problem"), disturbance in attention ("concentration problem"), abdominal distension ("bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain of 35 kg"), 1 year after insertion of essure. In 2020, the patient experienced menorrhagia (seriousness criterion intervention required), coital bleeding ("post-coital metrorrhagia") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fatigue ("very fatigued"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the arthropathy had resolved. At the time of the report, the menorrhagia, pelvic pain, coital bleeding, weight increased, sleep disorder, choking sensation, dysgeusia, fall, arthralgia, pain in extremity, external ear pain, asthenia, dyspareunia, tooth fracture, tooth loss and abdominal distension outcome was unknown, the depression and alopecia was resolving and the disturbance in attention and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, arthropathy, asthenia, choking sensation, coital bleeding, depression, disturbance in attention, dysgeusia, dyspareunia, external ear pain, fall, fatigue, menorrhagia, pain in extremity, pelvic pain, sleep disorder, tooth fracture, tooth loss and weight increased with essure. The reporter commented: upon essure insertion under general anaesthesia no one gave me a surgical report or a card indicating the batch of the essures. Despite many attempts, I still cannot retrieve my surgical report request dated (B)(6) 2020 . The clinic has closed, and the inserting doctor is retired it has been 1 month since I had to undergo a total hysterectomy and bilateral salpingectomy to remove the implants. 3 days later I could walk again, in the morning, I am very fatigued, no weight loss, less depressive, less hair loss, still having trouble concentrating diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 109 kgs. Ultrasound scan - in (B)(6) 2020: 8 x 4 cm uterus with essures in place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia (tampon to be changed every hour)') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anaesthesia (essure insertion) on (B)(6)2014, obesity, multigravida (5) and parity 4. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), sleep disorder ("sleep problem"), choking sensation ("choking at night"), dysgeusia ("a metallic taste in the throat"), arthropathy ("joint problems: in the morning when I wake up I can no longer walk"), fall ("fall very often"), arthralgia ("joint pain in the fingers"), pain in extremity ("pain under the feet"), external ear pain ("pain in the ear canal"), asthenia ("asthenia"), tooth fracture ("dental problems: tooth crumbling"), tooth loss ("tooth loss problem"), depression ("depression problem"), disturbance in attention ("concentration problem"), abdominal distension ("bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain of 35 kg"), 1 year after insertion of essure. In 2020, the patient experienced menorrhagia (seriousness criterion intervention required), coital bleeding ("post-coital metrorrhagia") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fatigue ("very fatigued"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the arthropathy had resolved. At the time of the report, the menorrhagia, pelvic pain, coital bleeding, weight increased, sleep disorder, choking sensation, dysgeusia, fall, arthralgia, pain in extremity, external ear pain, asthenia, dyspareunia, tooth fracture, tooth loss and abdominal distension outcome was unknown, the depression and alopecia was resolving and the disturbance in attention and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, arthropathy, asthenia, choking sensation, coital bleeding, depression, disturbance in attention, dysgeusia, dyspareunia, external ear pain, fall, fatigue, menorrhagia, pain in extremity, pelvic pain, sleep disorder, tooth fracture, tooth loss and weight increased with essure. The reporter commented: upon essure insertion under general anaesthesia no one gave me a surgical report or a card indicating the batch of the essures. Despite many attempts, I still cannot retrieve my surgical report request dated (B)(6) 2020 . The clinic has closed, and the inserting doctor is retired it has been 1 month since I had to undergo a total hysterectomy and bilateral salpingectomy to remove the implants. 3 days later I could walk again, in the morning, I am very fatigued, no weight loss, less depressive, less hair loss, still having trouble concentrating diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 109 kgs. Ultrasound scan - in (B)(6) 2020: 8 x 4 cm uterus with essures in place. Amendment: the report was amended for the following reason: after, internal review, narrative was amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia (tampon to be changed every hour)') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anaesthesia (essure insertion) on (B)(6) 2014, obesity, multigravida (5) and parity 4. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), sleep disorder ("sleep problem"), choking sensation ("choking at night"), dysgeusia ("a metallic taste in the throat"), arthropathy ("joint problems: in the morning when I wake up I can no longer walk"), fall ("fall very often"), arthralgia ("joint pain in the fingers"), pain in extremity ("pain under the feet"), external ear pain ("pain in the ear canal"), asthenia ("ashenia"), tooth fracture ("dental problems: tooth crumbling"), tooth loss ("tooth loss problem"), depression ("depression problem"), disturbance in attention ("concentration problem"), abdominal distension ("bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain of 35 kg"), 1 year after insertion of essure. In 2020, the patient experienced menorrhagia (seriousness criterion medically significant), coital bleeding ("post-coital metrorrhagia") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fatigue ("very fatigued"). Essure was removed on (B)(6) 2021, by total hysterectomy and bilateral salpingectomy to remove the implants. On (B)(6) 2021, the arthropathy had resolved. At the time of the report, the menorrhagia, pelvic pain, coital bleeding, weight increased, sleep disorder, choking sensation, dysgeusia, fall, arthralgia, pain in extremity, external ear pain, asthenia, dyspareunia, tooth fracture, tooth loss and abdominal distension outcome was unknown, the depression and alopecia was resolving and the disturbance in attention and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, arthropathy, asthenia, choking sensation, coital bleeding, depression, disturbance in attention, dysgeusia, dyspareunia, external ear pain, fall, fatigue, menorrhagia, pain in extremity, pelvic pain, sleep disorder, tooth fracture, tooth loss and weight increased with essure. The reporter commented: upon essure insertion under general anaesthesia no one gave me a surgical report or a card indicating the batch of the essures. Despite many attempts, I still cannot retrieve my surgical report request dated 26-nov-2020 . The clinic has closed, and the inserting doctor is retired it has been 1 month since I had to undergo a total hysterectomy and bilateral salpingectomy to remove the implants. 3 days later I could walk again, in the morning, I am very fatigued, no weight loss, less depressive, less hair loss, still having trouble concentrating. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound scan - in (B)(6) 2020: 8 x 4 cm uterus with essures in place. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.